Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) germany, alleging that the onetouch vita meter is giving inaccurate high reading of ¿188 mg/dl¿ compared to feeling/normal reading. The complaint was classified based on the customer care advocate (cca) documentation. On the day of the call at 4:56 am, the patient took 24 units of novorapid insulin based on the alleged ¿188 mg/dl¿ blood glucose reading. 30 minutes later, the patient tested at ¿177 mg/dl.¿ by 7:06 am, the patient feeling hypoglycemic and tested at ¿30 mg/dl.¿ he was able to administered self treatment with a soft drink, 2 breads, and jam at the time of concern. During troubleshooting, the patient confirmed the test strips were within the discard date. The unit of measurement was set correctly. This complaint is being reported because the patient to insulin based on the alleged inaccurate high lfs meter reading and had hypoglycemic symptom. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/05/2014). The patient¿s meter has been returned on 5/27/2014 and evaluated by lifescan product analysis on 5/29/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/01/2014). The patient¿s test strips have been returned on 6/5/2014 and evaluated by lifescan product analysis on 6/18/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.